Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a substance from the cartridge came off into the patient at the time of implantation. The procedure was completed with no patient harm, and there was no impact to the iol. Additional information has been requested.

Manufacturer narrative:
(B)(4).